Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances leading to their ins turning inside their body was a change in activity level and weight loss.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for rsd/causalgia, complex regional pain syndrome type 1 and spinal pain. It was reported that the patient's ins had turned inside the pocket which resulted in the ins recharger being unable to connect with the ins. The patient had the ins replaced on (B)(6) 2017. No further complications were reported.